Event description:
Doctor reported via our sales rep, that he was conducting a surgery procedure. During surgery, he noted that the thread of the universal rod and the nail adapter are defective. This did not affect the surgery.

Manufacturer narrative:
The nail handle (B) (4) is also listed in this event. It is not known at this time which device caused the damaged threads.